Event description:
It was reported that intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 216-217 mg/dl.

Manufacturer narrative:
Device not returned.